Event description:
During surgery the endoscope was inserted, but the picture was fuzzy. Surgery was delayed approx 30 minutes while trying to get the endoscope to work. The surgeon converted to an open procedure, and the pt outcome was good.